Event description:
Same case as MDR ID: 2134265-2018-60341, 2134265-2018-60339. It was reported a perforation occurred. Two orion mapping catheters and an intellanav oi ablation catheter were selected for use during a mapping and ablation procedure. The right ventricular outflow tract (rvot) was mapped and a premature ventricular contraction (pvc) was localized in the rvot. Ablation was delivered. While re-mapping after ablation, it was noted the patient's pressure was dropping. At that time, they withdrew all catheters. The patient underwent a pericardial tap and emergency bypass surgery due to rvot perforation. The physician felt the complication could be due to the ablation catheter; however, he was unsure. All three catheters were in the patient's body at the time of the complication. There were no issues with device functionality during the procedure. The patient was discharged to the intensive care unit where she was being monitored. As of (B)(6) 2018 the patient was still in the unit with some cerebral issues from lack of blood during the procedure.

Event description:
Same case as MDR ID: 2134265-2018-60341, 2134265-2018-60339. It was reported a perforation occurred. Two orion mapping catheters and an intellanav oi ablation catheter were selected for use during a mapping and ablation procedure. The right ventricular outflow tract (rvot) was mapped and a premature ventricular contraction (pvc) was localized in the rvot. Ablation was delivered. While re-mapping after ablation, it was noted the patient's pressure was dropping. At that time, they withdrew all catheters. The patient underwent a pericardial tap and emergency bypass surgery due to rvot perforation. The physician felt the complication could be due to the ablation catheter; however, he was unsure. All three catheters were in the patient's body at the time of the complication. There were no issues with device functionality during the procedure. The patient was discharged to the intensive care unit where she was being monitored. As of (B)(6) 2018 the patient was still in the unit with some cerebral issues from lack of blood during the procedure. Additional information received clarified that only one orion catheter had been used at a time; the first one was replaced after it seemed noisy. The patient was eventually discharged from the hospital. The device was returned for analysis and passed all relevant testing/inspection. Visual inspection revealed a kink approximately 37cm from the distal side of the handle strain relief. The device passed curve and electrical testing, and there were no issues deploying the array.